Event description:
It was reported by the customer that their insulin pump drive support cap was protruding from the device. Customer stated the accidentally dropped their device and noticed the drive support cap was not flush like their previous insulin pump. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 224 mg/dl at time of event. Nothing further reported.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.